Event description:
It was reported that the 9800 system had a temperature sensor failure error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was repaired during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.